Manufacturer narrative:
(B)(4). The device was returned for analysis. There was no damage to the wire, as part of overall visual revision. Visual inspection observed that the wire was able to be removed from the rotablator device with no issues. Body kinked in the middle of the device was noted. The spring tip was inspected and it was found stretched and kinked and the solder weld was missing. Dimensional inspection was done and revealed that the outer diameter (od) of the middle of the device and od of the proximal section were within the specification. However, the overall length and od of the distal tip could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 08-jan-2018 it was reported that the burr will not load into the rotawire. A rotawire¿ was selected for use. The wire was inserted into the patient. During preparation of the burr, it was noted that the burr would not load into the rotawire. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the rotawire was returned together with the burr and was unable to be separated. However, device analysis revealed that the solder weld was missing.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that there was no contact between the rotawire and burr during procedure. The rota burr rotated at an unknown rpm and was not inserted inside patient's body. There were no problem with the patient's condition.